Event description:
The pt reported the piston rod on her insulin infusion device became "stuck" and the device gave an e6 (mechanical error) message. To troubleshoot, the pt confirmed she was using the correct battery type and was then instructed to remove, and reinsert the battery which she did. During the piston rod retraction, the pt received an e2 (battery depleted) error. The pt was instructed to insert a new battery and go through the "change cartridge" procedure to retract the piston rod. The pt stated the piston rod was noisy and "stuttered" through the retraction and took longer than expected. The pt then received an e10 (cartridge error) which she cleared. The pt then attempted to prime the infusion set and she received another e10 message. The pt stated she had switched to her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.